Event description:
The customer called to report a no delivery alarm during a bolus attempt. The customer also reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 532 mg/dl. Prior to the event, the customer changed the infusion set, and fell asleep while laying on the insertion site. When the customer removed the infusion set, the cannula was bent. The customer changed the infusion set again, and states that her blood glucose levels have been fine until today. The customer was unable to troubleshoot on her own as she is disabled. The customer is in an assisted living home, and was waiting for her nurse to help with the infusion set change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.